Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, one endeavor sprint stent was implanted in the lad successfully. Approximately 4 days post the index procedure, the patient suffered from stent thrombosis and was treated with medication and CPR, the patient expired the same day.